Manufacturer narrative:
Radiometer investigations of the provided data logs showed that the issue was related to a software bug that could restart the analyzer if the memory is critically low. Hence the root cause is software error. It is recommended after system check, wait 30 seconds before starting a measurement.

Event description:
According to complaint, the abl90 flex plus analyzer (serial number: (B)(6)) gave error 1186: free system memory is critically low. After this error message the analyzer shutdown and restarted. No prior error warnings before the reboot.